Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via reply card that an intraocular lens (iol) was wrinkled, not implanted. Additional information was provided that the lens was opened on the field and as the doctor was loading the lens into the cartridge, he noticed the lens was wrinkled. He discarded the lens and used a new one to complete the surgery. There was no patient contact.